Event description:
A remstar pro c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of damaged foam was observed. In addition, the device had dust/dirt contamination, destroyed power connector and displayed error code e050 (err_daily_values_corrupt), e051 (err_corrupt_compliance_log), e053 (err_comp_log_sem_timeout) and e101 (err_humid_temp_max). The device was scrapped as per customer request. If any additional information is received, a follow-up report will be filed.